Event description:
Lap anterior resection - "((B)(6) was the surgeon) (info from (B)(6)). Trocar was inserted w/o issue. Just before converting from lap to open, surgeon noticed black material within the pt. This black material was removed. Trocar seal was examined and (B)(6) noticed it was from the inner seal within the seal housing. An internal (B)(4) report was completed by surgeon, but the sisters did not have access to it." Pt status: pt was fine.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.